Manufacturer narrative:
Batch review performed on 15-apr-2021: lot 2003385: (B)(4) items manufactured and released on 03-jul-2020. Expiration date: 2025-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Another device involved: batch review performed on 23-apr-2021: reverse shoulder system 04.01.0120 humeral reverse hc liner ¿36/+3mm (k170452) lot 2006591: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to recurrent dislocations. The patient has dementia and is non-compliant, which could be the reason for the repetitive dislocations. The surgeon performed a salvage-hemiarthroplasty on the patient on (B)(6) 2021, 3 days after the last revision surgery where only the liner was revised.